Event description:
It was reported that a malfunction alarm occurred, displaying a specific code. There was no adverse impact to the customer's blood glucose level. Technical support provided reset information and assisted the customer in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any further issues arose.